Manufacturer narrative:
(B)(4). A loose connection was reported and is a known cause of this alarm. However, the cause of the loose connection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during the dwell cycle of peritoneal dialysis (pd) therapy. The patient stated that the supply bag connection was loose. The patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.